Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The unit failed displacement test of 281.2 units remaining on the status screen followed by a motor error alarm during rewind due to motor encoder signal out of phase. The unit was received with cracked case at display window corners, display window and battery tube threads. The unit was received with minor scratched lcd window.

Event description:
It is reported that the customer had high blood glucose levels of 135 mg/dl. The mother of the customer reported a motor error alarm from the insulin pump. The mother of the customer reported that the insulin pump had been exposed to strong magnetic field. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.